Event description:
Pt experienced a vasovagal reaction during a transurethral microwave treatment. The treatment was stopped, and the pt decided to discontinue treatment. He was alert, ambulatory and had no apparent injury. Other than the pt's reaction, the treatment was unremarkable.

Manufacturer narrative:
No devices have been returned, therefore, no direct product analysis is available. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. No communication was obtained directly from the physician; however, info received from the mobile application specialist revealed that everything with the treatment was fine but the pt was nervous and had nothing to eat for breakfast. The pt was alert and ambulatory and refused to continue treatment.